Event description:
It was reported that the device needed charging more than expected. The manufacturer representative reported that the patient stated that after the device is charged, the battery drops below quarter full within the first few days. The patient let the battery charge drop to a quarter charge per her physician's instructions, then she was able to fully recharge. Additional information from the patient indicated that after fully charging the battery it operated 24 hours a day on most days and only reduced to three quarter charge after 9 days. She felt an occasional shock once or twice a day which was especially hard when she would lie down. The patient stated she could control this with her patient programmer. Her rib pain was gone except when sitting, and her overall pain was reduced 95% to 100%, with the exception of her ankle which she experienced about a 40% reduction in pain which usually went away overnight. Patient felt stimulator was "really doing well."

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product typ: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product typ: lead: product ID 37754, serial# (B)(4). Product typ: recharger: product ID 37744, serial# (B)(4). Product typ: programmer, patient. (B)(4).